Manufacturer narrative:
10/15/2019 - this report was opened in error. This lead is actively implanted and has no complaints associated with it. File updated and fup02 opened. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
This lead was explanted and replaced due to micro dislodged, threshold 2.1v, and non capturing at 7.5v. Physician practice is to explant and use a competitor.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.